Event description:
Philips received a product complaint regarding a v60 ventilator that was powering on by itself while outside of clinical use. No patient or user harm occurred as a result of this issue. A remote service engineer (rse) advised the customer to perform troubleshooting by replacing the user interface (ui) printed circuit board assembly (pcba), the power switch overlay, and the power management (pm) pcba, in that specific order. The rse provided the requested part information for the ui pcba to the customer, and the official investigation into the root cause remains ongoing.